Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was found unresponsive by her sister. The patient¿s cgm was reading 99 mg/dl. No bg meter comparison value was reported. 911 was called and when emergency medical services (ems) arrived, the patient¿s bg meter reading was 49 mg/dl. No cgm comparison value was reported. The patient was treated with IV glucose and glucose tablets and then transported to the emergency room (ER). At the ER, the patient slowly became responsive and was given orange juice and peanut butter crackers. The patient was discharged after approximately three hours. At discharge, the patient¿s bg meter reading was 117 mg/dl. The patient was weak and tired at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.